Manufacturer narrative:
The customer contact informed ge healthcare that the hospital does not have the patient information on file for the reported event. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The ventilator control board was replaced, and the unit was returned to service.

Event description:
The hospital reported that, during a case, the unit displayed "system failure" on the monitor and the patient had to be bagged until the ventilator could be replaced. There was no reported patient injury.